Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Three photos were provided which showed a used sensor pod with a broken portion of the sensor wire attached to the sensor pod and a portion remained inside the housing puck. The allegation of a broken sensor wire was confirmed. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).